Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, a patient of undisclosed age and gender underwent an undisclosed procedure in which the ncircle delta wire tipless stone extractor was used. It was noted that the basket would not open/close. Another device of the same type was used to complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures were require due to the occurrence. No adverse effects were reported due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The product was received in the original shipping tray and pouch. The basket was closed and could not be opened. The basket sheath was kinked and bent 2.5 cm from the distal end. The male luer lock adapter (mlla) and collet knob were tight. The handle was disassembled and the basket could not be manually opened. The reported failure mode was recreated and confirmed. In response to this incident, cook completed a review of the device history record (DHR). The DHR for this lot recorded no related nonconformances. A lot history search found no other complaints that have been reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The product instructions for use (IFU) provides the following information to the user: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Reviews of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was kinked and bent near the distal end. The sheath damage was preventing the basket assembly from moving freely within the sheath. Based on the available information, cook has concluded that the cause for the damage could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.

Manufacturer narrative:
Occupation: other non-healthcare professional: purchaser. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a patient of undisclosed age and gender underwent an undisclosed procedure in which the ncircle delta wire tipless stone extractor was used. It was noted that the basket would not open/close. Another device of the same type was used to complete the procedure. No unintended section of the device remained inside of the patient's body. No additional procedures were require due to the occurrence. No adverse effects were reported due to the occurrence.